Event description:
Pt was brought back to the operating room to wash out the knee and he said that the quill that he used just opened up at the proximal end of the incision by the quad. Physician found that there was no infection involved. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product eval can be performed. No inventory available for the finished good lot reported. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. Additional device: item# rx-1062q quill spiral pdo knotless tissue control device; 2hr36 #2 pdo 36 x 36, lot mq20320.